Event description:
Tip of IV tubing pump set broke off in central line port (central line port had been clamped prior to tip breaking). There has been a change in the set. The distal port used to be longer.